Manufacturer narrative:
Batch review performed on 04 jun 2019: lot 093010: (B)(4) items manufactured and released on 26-feb-2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in, 9 years after primary surgery, complaining of pain caused by a loose stem. The surgeon revised the stem, head and liner. The surgery was completed successfully.